Event description:
During an in clinic follow-up, episodes of myopotential oversensing were observed on the device. Provocative testing was performed and the oversensing was not reproduced. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.